Event description:
It was reported that the pump time was incorrect, after a pump reset. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.